Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's extension had invalid impedances due to the patient twiddling with the extension. Surgical intervention was undertaken and the extension was explanted and replaced.